Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off. Review of the pump data showed that the pump battery gauge depleted from 60% to 0% within a hour. The customer's blood glucose (bg) level was impacted (400mg/dl). A manual injection was used to correct the elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.